Manufacturer narrative:
The information that provided in section b5 with the initial report was incorrect. The correct information has been included with this report.(B)(4).

Event description:
It was reported via phone call that the customer went to emergency room due to high blood glucose on (B)(6)2019. The customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. Hospital meter was not able to read blood glucose so had to do a different test to check his blood glucose value. The customer was able to pull down blood glucose value up to 467 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with intravenous insulin. The insulin pump was not on auto mode at the time of incident. Based on customer report customer did not allege pump was under delivering. Customer was unable to complete carelink upload. The insulin pump had flow block alarm. The insulin pump alarmed at the time of high pressure test. The customer repeated high pressure test and it was passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl then it come down to 467 mg/dl. The customer did not experienced symptoms related to high blood glucose. The customer was treated with ivs fluids and insulin through IV. The insulin pump will not be returned for analysis.